Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Manufacturer narrative:
The device subsequently was returned with no additional information. Additional investigation found that the device had been explanted and replaced with another manufacturer's device 3.5 years before device return. There were no reports of adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with premature battery depletion previously suspected. Initial analysis verified that communication with the device could not be established using laboratory programmers, thus device memory analysis and therapy verification testing could not be performed due to the no-telemetry condition. The device was opened, and testing and analysis concluded premature battery depletion occurred due to two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the quarter 3, 2010 version of our product performance report.

Event description:
Guidant (now boston scientific crm) received a device memory disk for analysis in response to a safety communication that was issued on may 12, 2006 for this device model. Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicated that this device was depleting prematurely and would need to be replaced earlier than estimates provided in product labeling. On may 12, 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor.